Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. No vibrating or audio alert noted. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter's insulin pump had critical pump error and beep anomaly. The customer¿s blood glucose level was 222 mg/dl. The customer stated that they were unable to turn off after holding down the arrow key. It was reported that they had beep anomaly. The customer stated that the insulin pump went off and had critical pump error on the screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.